Manufacturer narrative:
The unit was disassembled by the customer to remove the excessive moisture and the unit was not reported to have any additional failures afterwards. Patient information could not be obtained due to country privacy laws. Serial number unknown. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Per china aer database: it was reported that during surgery the unit alarmed for locked tidal volume, this caused in a build up of co2. The unit was replaced and there was no patient harm.